Manufacturer narrative:
(B)(4). Investigation results visual examination of the returned complaint device found that the balloon burst. No damage found on the catheter of the device. It was noted that the guidewire was unraveled and kinked. Microscopic inspection was done and found the balloon had burst and the guidewire of the device was unraveled and kinked. It is possible that interaction with scope and other sharp devices during procedure could create friction on the balloon, causing the balloon to burst during the procedure and per the same friction is probable that the wire the kinked and unraveled. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2021. During the procedure, the balloon ruptured at 7 atm. The procedure was completed at this time. There were no patient complications reported as a result of this event.